Manufacturer narrative:
The reporter stated the patient experienced blood glucose of 365 mg/dl with small urinary ketones present, which does not meet animas' criteria of a reportable adverse event. Therefore, no adverse event is being reported in association with this complaint.

Manufacturer narrative:
Follow-up #2: date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: a review of the pump histories showed that the zero basal record on (B)(4) 2018 after 4:00 pm occurred when the user changed and filled a cartridge. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 12 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. Unrelated to the original complaint, investigation revealed a crack in the battery compartment.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a history/settings (history/settings issue) issue; the basal history does not match the active basal program. The reporter alleged the basal function was not working properly. There is no indication the alleged product issue caused or contributed to an adverse event. This issue is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.